Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis confirmed the reported complaint."the site was unable to take there 2d images, and also getting the o-arm to spin." Os and o-arm application loaded successfully. O-arm computer failed to shut down by using windows command. Fdm10, fdr114 and fdc4307 a hardware analysis was initiated to determine the probable cause of the issue. Analysis was unable to confirm reported complaint."the site was unable to take there 2d images, and also getting the o-arm to spin." Installed system control board in o-arm system. The system initialized. Motion, generator, communication, charging and the generator readied. Motion calibration was successful. 2d and 3d spin and images were successful. No problem found. Fdm10, fdr213 and fdc67 a hardware analysis was initiated to determine the probable cause of the issue. Analysis confirmed reported complaint."the site was unable to take there 2d images, and also getting the o-arm to spin." Stalled power switching board in o-arm system. The system did not initialized. Remote desktop firmware installer confirm x-ray control and power control firmware version outdated. Fdm10, fdr114 and fdc4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ias pc was not booting correctly and the system board not coming up correctly. Replaced ias pc, power switching and system board and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case the site was unable to take there 2d images and also getting the imaging device to spin. The site had rebooted the system and they were receiving errors on the pendant but were unable to see what they were saying as they pulled the imaging from the case and grabbed a c-arm to continue. There was a 15 min delay in the case and no reported impact to the patient outcome.